Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently did not see drops of insulin exiting the tubing. Reportedly, the supplies were changed to address the event. Blood glucose was approximately 307 mg/dl.